Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 4.00 x 38mm promus premier select stent, it was noted that the stent was on the balloon and appeared already inflated. The procedure was completed with another stent. There were no patient complications and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: a select ous mr 4.00 x 38mm stent delivery system was returned for analysis. A visual and microscopic examination crimped stent identified distal stent damage. Damage was noted to the distal end of stent whereby the stent struts were lifted and stretched in a distal direction. While the stent was damaged there was no evidence of any inflation or expansion of the stent struts. The undamaged section of the crimped stent outer diameter was measured and the result was less than the maximum crimped stent profile measurement specification. The max outer diameter of the damaged distal section was measured and the result was greater than the maximum crimped stent profile specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and had not been subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found no damage. No other issues were identified during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 4.00 x 38mm promus premier select stent, it was noted that the stent was on the balloon and appeared already inflated. The procedure was completed with another stent. There were no patient complications and the patient status was stable.